Event description:
Consumer called to report hi readings on her meter, felt low, and called emt for assistance. Emt meter read 44 and she was treated accordingly.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.